Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem was confirmed. This packaging defect, which was due to the white polyethylene layer or the pouch becoming brittle before the 60 month expiry date, had been previously identified and investigated in (B)(4) 2007. The investigation resulted in field removal action #05/18/07-005r. If additional info becomes available, a supplemental report will be submitted.

Event description:
Report received from USA stating that device pouch disintegrated when the operator tried to open it during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There is no additional info available.